Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the loose substrate probe fitting. (B)(4).

Event description:
The customer reported system check failed the substrate portion involving the unicel dxc 600i synchron access clinical system. The customer performed system diagnostics and noticed the substrate probe fitting was slightly loose. The customer tightened the probe fitting and primed the system for five cycles. Beckman coulter customer technical support (cts) instructed the customer to prime substrate for additional ten cycles and repeat system check. No further issues were noted. The customer indicated no erroneous patient results were reported out of the laboratory. There was no patient impact associated with this event. No quality control (qc) or patient sample issues were noted. The instrument was returned to normal operation.